Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. During the pre-repair diagnosis assessment the device was found to have "damaged bearings/corrosion". If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from the USA stated that the device "cannot insert cutter". The device was not being used in surgery. It is unk if there was patient/user injury or medical intervention. There was no add'l info provided.